Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3012447612-2018-00539.

Event description:
It was reported that two closure tops did not install correctly during surgery. They were removed and replaced with alternative closure tops to complete the procedure without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
UDI: (B)(4). Additional information: (ethnicity), (methods, results, and conclusions) - the device was not returned so an evaluation was unable to be performed, no results are available, and no conclusions can be drawn. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Event description:
It was reported that two closure tops did not install correctly during surgery. They were removed and replaced with alternative closure tops to complete the procedure without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
The closure top was returned for evaluation. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head.

Event description:
It was reported that two closure tops did not install correctly during surgery. They were removed and replaced with alternative closure tops to complete the procedure without reported patient impacts. This is report two of two for this event.